Manufacturer narrative:
(B)(4). It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available.

Event description:
Per phone call with sales rep 19dec2016: patient has a certas plus with unknown implant date implanted on the right occipital side. The physician wanted to change to setting 1, but was unable to confirm what it was currently set on and whether it was successfully reprogrammed. X-ray performed (B)(6) 2016. However, they were not able to obtain a good image. It was reported that the patient had edema and was considered shunt dependent.